Event description:
During routine testing of the device at the service center, the service tech reported the rear cover of the monitor was broken. The monitor was originally returned for a power switch failure and a co2 error message. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.